Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture, low impedance and small spikes. The ra lead exhibited low impedance. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.